Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), the physician observed a shock impedance measurement above 125 ohms. A commanded shock was performed and the shock impedance measurement was then 117 ohms. The physician elected to continue to implant this crt-d with the right ventricular (rv) lead. No adverse patient effects were reported. The patient will be followed via a remote monitoring system.